Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device analysis, the service repair technician indicated that foreign objects were found in the air/water (AW) cylinder and the air/water (AW) tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, Olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. The foreign objects in the air/water (AW) cylinder and tube is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.